Manufacturer narrative:
Supplemental submitted as the investigation concluded that the unit had both intermittent functions as well as phantom motion due to pinched siderail cables.

Event description:
It was reported via repair work order that the unit had both intermittent functions as well as phantom motion due to pinched siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was intermittent power to the bed due to a pinched siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.